Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the following an unrelated surgical procedure check, the right atrial (ra) lead dislodged. Noise, no sensing and no capture confirmed via x-ray were also noted on the ra lead. Diagnostic testing/troubleshooting was performed and the ra lead was reprogrammed and later inactivated. No patient complications have been reported as a result of this event.